Manufacturer narrative:
Concomitant medical products: d314trg device, implanted: (B)(6) 2013. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor was fractured. The exposed superior vena cava defibrillation coil was fractured. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rapid non-sustained ventricular tachycardia was observed via remote transmission and it noise on the right ventricular (rv) lead was observed. The patient was brought into the clinic for non-invasive pocket manipulation/isometrics to evaluate after the rapid nsvt episode was observed. Pocket manipulations showed non-physiologic sensing and noise via the rv tip to rv ring electrogram (egm), along with variation in rv pacing impedance values and loss of rv pacing capture at the then programmed output. A possible rv lead fracture or header/connection issue with the cardiac resynchronization therapy defibrillator (crt-d) was suspected. It was noted the intermittent loss of rv capture and oversensing were likely related to lead integrity, however, a connection issue could not be ruled out. Tachyarrhythmia therapy was inactivated with rv pacing only. The rv lead was later explanted with extraction damage, along with explant and replacement of the crt-d. No patient complications have been reported as a result of this event.